Event description:
The device was implanted on 2/9/96 for infusion of fudr. On 12/10/96, the MFR received a response to a device tracking polling letter from the pt. The response states: "we are currently using pump care. Please have someone pick up pump and others."